Event description:
A customer reported that their pump screen was not turning on despite multiple attempts, including confirming it was not plugged into a power source and trying a known working charger. There was no adverse impact to the customer's blood glucose level, as it did not exceed 500 mg/dl. Technical support instructed the customer through various troubleshooting steps, but the pump failed to turn on, indicated by a red led blinking around the button and no vibration every three minutes. Technical support decided to replace the pump, and the caller expressed interest in an out-of-warranty loaner pump, indicating the pump was no longer under warranty following its expiration in august 2023.